Manufacturer narrative:
Result: communication cable, headwall interface cable.

Event description:
It was reported by service report that the communication cable and headwall interface cable were damaged. It is unk if there was pt involvement or adverse consequences to report.